Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient will not proceed with revision surgery at this time due to insurance reasons. It is believed that the recipient experienced an in situ failure. A review of the device history record revealed no anomalies. The recipient remains implanted. This is the final report.

Event description:
The recipient is reportedly experiencing loss of lock. External equipment was exchanged, however, the issue was not resolved. Advanced bionics is currently in the process of obtaining additional information. When additional information is obtained, a supplemental report will be submitted.